Event description:
Pt was burned intra-op with tip of the detached cable from the lighted retractors. The cable was attached to the pt's drapes around her forearm area, the light source was turned to standby. The pt was re-positioned during surgery which would have caused the cord and tip to move with the drapes of the pt. The burn was not observed, but noted after the completion of surgery. The drapes were inspected, but no burns or holes / melted areas found. The light source lower was noted by teammate to have turned itself back on after being put into standby mode. This was observed after completion of the case, during turnover. FDA safety report ID# (B)(4).